Event description:
It was reported to boston scientific corporation that while using the speedband superview super 7 ligator during an esophagogastroduodenoscopy (egd) the physician deployed three bands and each time the bands rolled off the varix. It is unknown if the varix was properly "vacuumed" by the band ligator before deployment of the bands. The physician aborted the procedure with no patient complications and the patient is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.